Event description:
Pt with a history of painful knee and no prior treatment with synvisc,experienced left knee swelling, unable to walk, burning sensation and left knee effusion. Pt began a treatment with synvisc 2004. The pt received one injection of synvisc into the left knee in 2004. Immediately after the first injection the pt experienced swelling in the left knee, became unable to walk, and had a burning sensation. Liquid was removed from the left knee after one week. Additional information was received in feb 2005 from the physician. The pt had a medical history of moderate left knee osteoarthritis for "years" with previous steroid treatment. The pt received one injection of synvisc in 2004. The next day pt experienced left knee pain, swelling and effusion. The symptoms resolved after the pt received an intra-articular injection of steroids ("kenalog 4") 6 days later. The physician assessed the causality of the pain, swelling and effusion as definitely related to synvisc. At the time of this report, the pt had recovered without sequelae.